Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory. Review of the device image indicated that the device entered backup mode with hv support due to event queue overflow. The cause of the event queue overflow was an anomalous component on the rf module.

Event description:
It was reported that the patient presented in hospital after receiving inappropriate shocks during bradycardia in the night. Device reset to backup vvi mode was observed. Possible lead and device issues were suspected. Software download to the device was successful. Both device and rv lead were later replaced.